Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete; trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain.